Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 60 mg/dl. Customer was treated with a dextrose drip and juice to address the bg. Customer was discharged 5 hours later with the issue resolved and no permanent damage. Reportedly the customer accidentally delivered a bolus they did not need. System check with tandem technical support confirmed the pump was functioning as intended.